Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery alarm and they tried all the remedies. Customer stated the tubing was not bent or kinked. The blood glucose was 272 mg/dl. The customer advised the pump will need to be replaced. The customer advised to retrieve and save pump settings. The customer advised to revert to backup plan per health care professional instructions. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test, no anomaly noted during testing. (B)(4).